Event description:
It was reported that the workstation right front wheel on the 9900 system is hard to push. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified. The mounting bolt was found loose. All the wheel mounting bolts were tightened during the service call. The system was found to be working as intended and placed back into service.